Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of prosthesis wear which may have been due to third body wear. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 10 yrs postop the initial implant right tka, this male patient had a revision for poly exchange due to poly failure. Patient was last known to be in stable condition following the event. The device will not be returned for analysis.